Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing in some atrial tachy response (atr) episodes. It was noted there were some true atrial fibrillation episodes in the same timeframe. The ra lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.